Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that there is a stimulation output issue with the ins/system. The patient is unable to increase ma setting beyond 0.5. The screen states that the system is operating at maximum capacity. The cause is unknown. Troubleshooting was performed. During the call the patient tried to increase stimulation on multiple programs. The issue is ongoing. On (B)(6) 2023, information was also received from the patient. The reason for the call was they "don't think it's working." The patient "checked it out" and they were going to see if they could "test it" because they are not feeling any stimulation but are unable to increase stimulation any higher. The callers (patient and their spouse) initially stated stimulation started at 0.8 and increased stim to 5.0 but then reported they were unable to increase stimulation any higher. They were getting a message that max settings have been reached. Further clarification determined that the patient had decreased stimulation from 0.8 to 0.5 and then was unable to increase stimulation any higher due to getting max settings reached message. They tried another program and it did the same thing where it would not let the patient increase past a certain number. When they went back to program 4 they were still unable to increase stimulation past 0.5. The patient confirmed on the call that stimulation was at 0.5 and got a message that system is operating at max settings and they are unable to increase. They confirmed stimulation was at 0.8 at one point but now cannot increase past 0.5. This issue started maybe a week or a little more that "it did not seem like it was working much." The option to try decreasing stimulation/increasing stimulation again was reviewed. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The rep also called in later to report that the reason for the call was the patient was not able to increase stimulation beyond 0.5ma. The rep was to meet with the patient to check impedance. The rep had the patient try all 7 programs available but the results were the same. The rep was not with the patient at the time of the call.